Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's pacemaker exhibited a diagnostic anomaly. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of the fastpath summary showing erroneous data during the follow-up session on (B)(6) 2024 was confirmed. Based on the information provided, the presented low percentage of ventricular pacing resulted from a corruption of the ar histogram bin values. The device image and the session record from (B)(6) 2024 confirmed that the anomalous counts in the histogram have not occurred again and the reported current percentage of ventricular pacing is ¿> 99%¿ as expected. The root cause of the corruption cannot be identified based on available information.